Manufacturer narrative:
(B)(4). The reported event was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. Labeling review found labeling to be sufficient for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report with supplemental information by a physician from (B)(6) of touch contamination and peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd-2 1.5 therapies intraperitoneally (ip) for chronic renal failure. On an unreported date in 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization, if laboratory or diagnostic testing was performed or if remedial therapy was rendered. The cause of the peritonitis was not reported. On (B)(6) 2011, the nurse contacted baxter (B)(4) technical service center and stated that dianeal unknown bag therapy was withdrawn and the patient was placed on hemodialysis due to the event of peritonitis. It was not reported if the outcome for the event of peritonitis had resolved. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal unknown bag therapy. Further information was received from the physician. On an unreported date, the patient received remedial treatment for the peritonitis. Treatment included vancomycin (dose, frequency, and route not reported). It was not reported if treatment was ongoing at the time of this report. The event of peritonitis was resolving. The outcome for the event of touch contamination was not reported. The physician confirmed that on (B)(6) 2011, extraneal and dianeal therapies were withdrawn. The physician reported that the peritonitis was unrelated to extraneal and dianeal therapies, but related to the event of touch contamination. The physician did not provide an opinion of causality for the event of touch contamination.